Event description:
It was reported that the coil (subject device) was broken in the package. There was no patient involvement, as this occurred before the procedure. No additional information was received.

Event description:
It was reported that the coil (subject device) was broken in the package. There was no patient involvement, as this occurred before the procedure. No additional information was received.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was returned loaded within the introducer sheath. The main coil was intact with no anomalies. There was no friction within the introducer sheath when moving the coil. The delivery wire was noted to be kinked/bent and damaged, and the proximal contact of the delivery wire was noted to be detached. Based on the investigation, these were likely due to handling damage. Analysis of the returned device did not reveal any damage to the main coil or main coil junction. The proximal contact of the delivery wire was found to be detached. The proximal contact is not a contiguous part that forms the delivery wire, but a subcomponent located at the proximal end of the delivery wire that works in conjunction with the inzone detachment system, and it remains outside the patient at all times during the procedure. It is highly unlikely that the broken proximal contact may contribute to and/or cause any patient injury; therefore, this record has been deemed non-reportable. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.